Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned a photo of 3/10cc syringes with a poly bag from lot # 7226747. Customer states that the needle, stuck to the lid and does not come out and two of them do not suck up the liquid. The photos were examined and exhibited the hub-needle/shield separated from the barrel of one samples. It is difficult to determine if it is difficult to draw with the samples solely from the photos. A review of the device history record was completed for batch # 7226747 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Conclusion:based on photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (not drawing). Root cause: root cause for this defect cannot be determined. Dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Rationale: tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. This event occurred 2 times. The following information was provided by the initial reporter: customer stated in last shipment of 30-pack syringes two syringes would not "suck up the liquid as if they are not sealed enough." The customer event description was translated from (B)(6) to english.